Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was implanted for treatment of the reported mi.

Event description:
The physician successfully deployed a 3.5mm diameter x 30mm length endeavor rapid exchange (rx) drug-eluting stent to the mid-right. No pre-dilatation of the lesion took place. Following post-dilatation, 0% stenosis remained. One day post index procedure, blood flow decreased and an ECG confirmed q-wave mi, with ck 2374 units/l. No treatment was administered. The 3-day, 6-month and 9-month f/u appointments confirmed no ae. The pt is reported to be in remission.

Manufacturer narrative:
(B)(4): eval results: (mi).

Manufacturer narrative:
Mi occurred one day prior to that previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.